Manufacturer narrative:
Corrected data: h3- the statement in previous MDR should include"visual observation found no visble damage and residue on lens." Claim# (B)(4).

Manufacturer narrative:
Device evaluation:lens returned in a micro-cenrifuge vial with moisture on lens with clear surgical residue on product. Visual inspection found residue on lens. Evice code 1494-off-label; keratoconus. Keratoconus needs to be included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-14.5/4.5/052 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.